Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 16, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement.